Event description:
Additional information received indicated that the patient passed away due to bowel issues. The device was not related to the death.

Event description:
It was reported that far-field r wave oversensing and inappropriate automatic mode switch were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.